Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced elevated blood glucose while ill and contacted support to ask whether any action was required; the ilet bionic pancreas was reported to be functioning as intended with the correction algorithm active, and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included user education on following a ketone action plan, checking ketones if blood glucose remains high, and consulting a healthcare professional for alternative treatment if needed. Investigation included technical review and user troubleshooting with education. Investigation of this case revealed no device malfunction and normal device performance. It was concluded that the event was related to hyperglycemia with unclear cause, without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.